Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, he was having low blood glucose of 70 mg/dl on (B)(6) 2016. During troubleshooting for the low customer mentioned that on (B)(6) 2016, she had high blood glucose of 400 mg/dl due to her having a stomach bug. Customer declined troubleshooting for both low and high blood glucose. Customer is not returning the device for analysis.